Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue as the instrument failed mechanical engagement when installed onto an in-house test system. The instrument failed to engage with the sterile adapter multiple times and the system logs confirmed that the instrument generated error 22020 which indicates that it failed to engage on universal surgical manipulator (usm) 1. The instrument was also found to have a broken grip cable at the grip housing/pivot tube. As a result, the grips would not open/close. Fa noted a broken grip cable and crimp. The broken grip cable and crimp were not returned with the instrument. Additionally, the instrument had a broken yaw plate, which bent towards the clamp cardan. Fa noted that this failure was due to mishandling/misuse such as excess force applied to the distal end of the instrument. Additional analysis was performed by a failure analysis engineer (fae) and the instrument was confirmed to have a broken grip close cable at the distal end. The broken cable fragment containing the crimp was not returned. Fae noted there were broken cable strands present around the cable guide hole and a broken grip cable would cause engagement to fail due to the loss in cable tension. Also, the fae indicated it is likely that the cable fragment slipped out from beneath the stapler sheath. The sheath can bunch up during wrist articulation, which causes the distal end of the sheath to move proximally towards the main tube. The proximal movement of the sheath can create gaps/openings between the sheath distal end and the stapler anvil/channel could allow a cable fragment to slip out from the sheath.

Manufacturer narrative:
The stapler 45 instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure the stapler 45 instrument encountered an issue when it was fired. When the instrument was removed and reinstalled, the system displayed the message "engagement failed." The site replaced the drape carriage, but when the instrument was mounted on other arms the same message occurred. The site swapped to a back-up instrument and proceeded with the case. During the procedure the customer found and recovered a wire piece in the patient chest cavity. The surgical staff inspected the stapler instrument and confirmed that the wire was missing. Intuitive surgical, inc. (Isi) completed follow-up with isi clinical sales representative (csr) and obtained the following information: all fragment(s) were retrieved during the procedure and was confirmed by x-ray. There was no additional surgical procedure required to remove the fragment and the procedure was completed using a back-up stapler instrument. The patient was not injured and has not returned to the hospital due post-surgical complications related to retaining a foreign object.